Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36. (B)(4). A follow up report will be submitted when the evaluation is complete.